Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) were consulted and device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination found no anomalies. Device interrogation could not be established in the laboratory. Detailed analysis did not find evidence of any failure in the device hybrid components or its battery; therefore, the root cause of this observation could not be confirmed. The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was found to be in safety mode. Technical services (ts) were consulted and device replacement was recommended. Subsequently, a revision procedure was performed and the crt-p was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.